Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 would not open or acknowledge that it was shut. A field service engineer removed the failed drawer from the main station and inspected the rear of the drawer components. The fse found that the open or close sensor had popped out of its retaining clip on the hard stop. The sensor was reseated and secured, the drawer was reinstalled, the pixie bus cable was reconnected, and the station was restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer 5 did not open and did not acknowledge that it was closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.